Manufacturer narrative:
Investigation results: summary: our quality engineer was able to verify there was a hole in the product tube, which can cause leakage in its use. The root cause for this incident was caused by a misalignment of the claws that take the tube to assembly the wing inside it, which caused a hole in the tube. Maintenance and adjustment was performed on the station as well as notification of the operators. Conclusion: confirmed: bd was able to confirm the incident in question. Investigation comments: besides the analysis of the sample returned from the customer, it has been evidenced a hole on the tube the analysis of the corrective maintenance history showed "tube nipped" during the manufacture of lot 7053956, which was enough to confirm this complaint. Samples/ photos: it was received photos for analysis of saf-t e-z set 25g, catalog: 387326, lot: 7117930. According to the visual analysis of the photo it can be verified that there was a hole in the product tube, which can cause leakage in its use. DHR review: the following assembled wing (code: 004650bjf) lot used in the claimed final product lot 7117930 was analyzed; 7053956. The batch in question was analyzed as tests of "damaged component" and no records of this defect were detected for the batch analyzed. Unplanned maintenance: corrective maintenance history was evaluated in the period of final assembly of product and the corrective (B)(4) in the sortimat # 5006-1 machine was evidenced. Reason: "tube nipped". According to investigations performed these maintenances may lead to reported occurrence in this complaint. Root cause: based on the investigations, it was verified that the root cause for this incident was caused by a misalignment of the claws that take the tube to assembly the wing inside it, which caused a hole in the tube leading to the incident in question. Other actions taken: (B)(4) was performed on 03/20/2017 for "adjustment of the claw of station 7¿ and (B)(4) for ¿exchanging of the spring of the claw of torsion of tube station 2¿. The operators responsible for packaging this product will be formally notified about the damaged tube.

Event description:
It was by reported that while a professional was performing blood collection using a bd saf-t e-z set¿ blood collection and infusion set, the professional noticed blood leaking on the patient¿s arm next to the safety device due to a crack in the device. There was no report of exposure, injury or medical intervention.